Manufacturer narrative:
Arjo was informed about an arjo citadel plus bed malfunction. Following information gathered, the side rail panel (plastic part) was broken off the bed. The circumstances in which the damaged occurred are unknown. No injury nor other medical consequences were reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed device conducted by an arjo representative allowed to confirm that one of four side rail panels was broken off the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding could not be confirmed as circumstances in which the damaged occurred were unknown. To conclude, the side rail panel detached from the side rail mechanism at time of use the bed by a patient and from that perspective, the citadel plus bed did not meet the performance specification. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment.

Manufacturer narrative:
Investigation is ongoing. The conclusions will be provided in the final report.

Event description:
Arjo was informed about an arjo citadel plus bed malfunction. Following information gathered, the side rail panel (plastic part) was broken off the bed. The circumstances in which the damaged occurred are unknown. No injury nor other medical consequences were reported.